Event description:
Livanova deutschland received report of an essenz hlm cockpit whose knobs stopped operating during priming. System was rebooted, but the issue persisted. After 4 minutes, the cockpit screen showed up. During that time only the arterial knob worked. The back-up control panel was never used as trial. Case was then completed successfully. The event occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova has started an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.